Event description:
It was reported intermittently that the customer experienced an ongoing blood glucose (bg) level of 584 mg/dl; cause was unknown. Customer changed infusion set and cartridge for all events. Reportedly, the customer reverted to an alternate method of insulin therapy.